Manufacturer narrative:
This report is submitted on april 16, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to device non-use. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.